Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were unavailable. Quality, product development and marketing personnel reviewed the provided x-rays and stated this type of spiral fragment is possible if the plate and screws were interfering at a specific angle. The x-rays show the fragment is in the canal which means it is fully embedded in the bone and unlikely to migrate. Because, the fragment is fully embedded in the bone there is little chance that the sliver would migrate and cause soft tissue irritation or damage. And since the sliver is part of the screw the material is biocompatible so there is not an increased risk of an adverse tissue reaction. A depuy warsaw safety medical officer agreed with the review statement. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
After the surgery, spiral-shaped metal fragment was noted in x-ray.